Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer returned an air dermatome device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). Zimmer biomet surgical has not previously repaired/evaluated this air dermatome. Initial qa inspection of the air dermatome on may 17, 2016 revealed minor nicks and scratches to the head, neck, and housing of the hand piece. The swivel rotates 360 degrees, has 2 engagement pins, and has an o-ring. The master blade (sn 10) sits flush with the control bar, the reciprocating arm was worn, and the safety switch operated as intended. The device was tested under the digistrobe (it #(B)(4)) with the qa test hose and the motor operated within motor speed specifications. The customer hose and width plates were not returned for evaluation. The device calibration was out of specifications. Repair of the air dermatome was performed by zimmer biomet surgical on may 18, 2016 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, calibration shaft, and swivel. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was noted that the device calibration was out of specifications. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was noted that the device calibration was out of specifications. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, calibration shaft, and swivel. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device skipped. No adverse events were reported as a result of this malfunction.